Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon ¿error b30¿ occurred due to faulty video connector. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii xenon light source displayed a b30 scope communication error message and it was not possible to connect to an endoscope. The device did not recognize old models of scopes so new models were used to proceed. The issue occurred prior to the procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An olympus field service engineer (fse) visited the site to evaluate the device. The device socket was replaced to resolve the issue. The device was not returned to the olympus for further device evaluation. This event is under investigation. A supplemental report will be submitted upon receiving additional information.